Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery.

Event description:
Additional information was received that the right ventricular (rv) lead exhibited high threshold measurements that led to loss of capture (loc). The rv lead also continued to exhibit low pacing impedance measurements. Surgical intervention was performed due to concern over suspected lead insulation damage. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the lead safety switch (lss) occurred for this chronic right ventricular (rv) lead due to low out of range pacing impedance measurements of less than 200 ohms only a few days post device change out. When the health care provider was attempting to obtain impedance measurements in the clinic they were only receiving noisy signals and experienced difficulty obtaining a good measurement. Boston scientific technical services (ts) reviewed the electrograms (egms) available in the remote home monitoring system and did not see any noise. Eventually the health care professional was able to obtain an impedance measurement reading of less than 200 ohms in the clinic. Ts discussed that this is presenting as insulation degradation and suggested further review. The field representative noted that at this time no further intervention has been taken. The rv lead remains in service and no adverse patient effects were reported.